Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/18/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of a flipcutter from an abs-2010-ot intraosseous bioplasty core decompression delivery kit broke off. The surgeon attempted removal and could not, ultimately determine that leaving the broken tip in the femoral head was the best course of action. The procedure was successfully completed without any further complications on (B)(6) 2025.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 5/7/2025: this was discovered during a right femoral head core decompression procedure for avascular necrosis. The case was completed using another abs-2010-ot intraosseous bioplasty core decompression delivery kit. The case was not delayed, and additional anesthesia was not needed.